Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual observation confirmed the abrasion sleeve was abraded through just distal to the terminal boot, however, the insulation underneath was not affected, and the conductor was not exposed as a result. Additionally, visual inspection showed possible arcing damage on the sense b distal ring.

Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Noise was able to be reproduced in all programmed sensing vectors. A chest x-ray was performed. The lateral view of the x-ray showed a potential insulation issue on the electrode near the location of the device header in the device pocket. Surgical intervention was undertaken. The electrode was explanted and replaced. Visual observation after explant noted the insulation issue on the electrode. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Noise was able to be reproduced in all programmed sensing vectors. A chest x-ray was performed. The lateral view of the x-ray showed a potential insulation issue on the electrode near the location of the device header in the device pocket. Surgical intervention was undertaken. The electrode was explanted and replaced. Visual observation after explant noted the insulation issue on the electrode. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.